Manufacturer narrative:
Date of report: 27sep2021. (B)(6).

Event description:
The customer reported that low tidal volume and low leak co2 rebreathing risk. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and authorized service personnel (asp) reported repeated inhalation of carbon dioxide, warning light failure. The authorized service personnel (asp) replaced the flow sensor and switch diaphragm to address the reported issue.